Manufacturer narrative:
Clinical der states that patient had an infection. Event meets the definition of serious. Event is noted to be not related to device. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that patient had an infection. Event meets the definition of serious. Event is noted to be not related to device.